Event description:
It was reported that during the implant procedure the physician had difficulty implanting the lead and the procedure "lasted a longtime." The patient had acute heart failure so the procedure was stopped. The lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).